Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had horizontal black line in the screen. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
No missing segments or partial display anomalies noted during testing. No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The device passed displacement test, sleep current measurement, active current measurement and selftest.